Event description:
It is reported that a customer experienced low blood glucose of 26 mg/dl. The customer was treated for the low blood glucose with a glucagon shot and juice. The customer was offered assistance with trouble shooting but the offer was declined. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.